Manufacturer narrative:
On october 12, 2020, mentor became aware that the devices were discarded. Hence, field h6 on this form has been updated to "device discarded" on october 26, 2020, mentor became aware that the baker grade was iii of the capsular contracture experienced by the patient on the right side including ptosis. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 25, 2020, mentor became aware that the patient also experienced capsular contracture baker grade unknown on the right side in addition to right side rupture and left side capsular contracture baker grade IV. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/2/2019, mentor became aware that method code was inadvertently not updated to "device not returned". Hence, the method code has been updated on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the date of surgery was (B)(6) 2019. Also that the left side was contracted at a baker grade IV grade and the right side was ruptured. Hence, following fields have been updated on this form: - is required intervention has been selected under section b; field b2. - field d7 has been updated to (B)(6) 2019. - field h6 patient code "no code available" has been added. - field h6 device code has been updated to "material rupture". - field h6 method code has been updated to "device not returned". This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with 450cc mentor memorygel breast implant and was presented with bilateral capsular contracture; baker grade unknown. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s right-sided device.